Event description:
It was reported while using an unspecified bd vacutainer® gray top tube, 2 tubes were underfilled on the same patient. There was no health impact or consequences reported.

Manufacturer narrative:
This report is a replacement to the original submission on 21nov2025 in order to file against the correct site registration number. Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, confirming the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.